Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The de novo target lesion was located in the moderately calcified and non tortuous right coronary artery (rca). The lesion was predilated with a 2.5 x 12mm maverick balloon and a 2.75 x 15mm maverick balloon to 10 atms each. The 3.5 x 38mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and it was noted that the stent was flared. The procedure was completed with a 3.0 x 38mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The de novo target lesion was located in the moderately calcified and non tortuous right coronary artery (rca). The lesion was predilated with a 2.5 x 12mm maverick balloon and a 2.75 x 15mm maverick balloon to 10 atms each. The 3.5 x 38mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and it was noted that the stent was flared. The procedure was completed with a 3.0 x 38mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that a stent strut was raised at 1.1cm proximal to the distal edge of the crimped stent. No other anomalies were noted with the crimped stent and no issues were noted with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).